Manufacturer narrative:
Tandem¿s t:slim pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered boluses using the fill tubing feature. The customer's blood glucose level ranged from 100-150 (mg/dl). A supply change was performed and the customer resumed insulin delivery.